Event description:
As reported from germany by our edwards lifesciences affiliates, it was a case of a 26 mm sapien 3 ultra resilia valve being implanted by trans axillary approach. During the procedure, resistance was felt during advancement of the valve through the extracorporeal portion of the 14fr esheath+. The esheath+ had been inserted at a steep angle. The valve exited laterally through the extracorporeal portion of the esheath+. Additionally, valve frame damage occurred. The affected valve was completely retrieved, and a new system was used. The procedure was successful. The patient was discharged from the hospital without complications. As per pre-decontamination evaluation of the sheath, the following was observed: strain relief was torn at liner puncture location, with crimped valve protruding through liner puncture. A liner strand measuring 1cm in length was observed.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Investigation is ongoing.